Event description:
The customer reported a clear fluid leak with a hint of red color from the left side of the beckman coulter - coulter lh 750 slidemaker. The leak was not contained within the instrument. The customer stated the collecting trays were full of fluid, the approximate volume of the leak was unknown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds. The facility does have a risk management / exposure control plan is in place. Field service engineer (fse) was dispatched to evaluate the event. The fse found a leak at lv20 in the slidemaker. Vl20/lv20 carries pressurized diluent to rinse the reservoirs and dispense lines during normal operation. The fse replaced the silicone tubing and ran several samples making slides. The fse did not detect any additional leaks.

Manufacturer narrative:
The cause of the leak is a hole in the tubing at vl20. The leak was diluent leak only and did not contain any hazardous fluids. The source of the red color in the fluid is unknown. (B)(4).